Event description:
Patient presented to the physician with swelling at the chest and neck incision sites. Physician administered a round of IV antibiotics and prescribed steroids.

Event description:
Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the operating room and removed the entire inspire system.